Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of sensing was observed on the atrial lead. No patient symptoms were reported. The lead was successfully capped and replaced.

Manufacturer narrative:
The reported event of sensing anomaly was confirmed. Final analysis found that the insulation was abraded at 4.2 cm to 4.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. All other damages noted are consistent with procedural damage.

Event description:
New information notes that the lead was cut and explanted during an unrelated procedure.